Event description:
It was reported that during an anterior cruciate ligament surgery the thread broke off during insertion. The broken parts were retrieved from patient and the surgery was finished successfully with new device with the same part number. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
One unpackaged ar-1588rtt was received for investigation. Visual evaluation of the device noted that the fibertag and fiberlink suture were not received with the suture system. Visual evaluation also noted that the titanium button of the received suture system did not match the button listed in the bill of materials for the ar-1588rtt acl fibertag® tightrope®. Further comparison of the button received with the drawing for the button component, drawing (B)(4), confirmed that the button received is not a component of the ar-1588rtt acl fibertag® tightrope®. This investigation included an evaluation of the device history record materials report for the ar-1588rtt batch number: 15043903 which confirmed that the batch was assembled with the correct button listed in the bill of materials. Based on the findings of the investigation, it was determined that arthrex either received the incorrect device or the part number was reported incorrectly. A most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion, however, without the ar-1588rtt being returned, the complaint allegation cannot be confirmed. Refer to investigation photos.